Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. The device was withdrawn and manual compression was used instead to achieve hemostasis. There was no reported patient injury. Neuroangiography was performed via retrograde puncture of the right femoral artery using a non-cordis sheath. The operator had many years of experience using the device. After pulsatile blood flow in the blood return indicator stopped, the device was further withdrawn by approximately 1 cm at an angle of about 50 degrees; however, the indicator window did not change color despite repeated attempts and angle adjustments. The device will be returned for evaluation.